Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain all over my body") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain (seriousness criterion intervention required), diverticulum intestinal ("diverticula in my colon"), haemorrhage ("haemorrhages"), myalgia ("muscle pain"), depression ("depression"), arthralgia ("joint pain") and hot flush ("hot flashes"). The patient was treated with surgery (having my uterus removed/ hysterectomy). Essure was removed. No causality assessment was received for essure with regard to pain, diverticulum intestinal, haemorrhage, myalgia, depression, arthralgia or hot flush. The reporter commented: I had the device inserted in 2012/2014. I always went to private consultations, until they told about removing the essure by removing my uterus when I was 44/45 years old. Sample/picture available: unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I had very heavy bleeding") and diverticulum intestinal ("the device had caused diverticula in my colon due to allergy/ diverticula in my colon") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), diverticulum intestinal (seriousness criterion medically important), pain ("pain all over my body/ started to have terrible pain all over my body and muscles"), haemorrhage ("haemorrhages"), myalgia ("muscle pain/ started to have terrible pain all over my body and muscles"), depression ("depression/ I am taking tablets for my depression with joint pain"), arthralgia ("joint pain/ I am taking tablets for my depression with joint pain"), hot flush ("hot flashes/ I cannot live like this, with these hot flashes as a result of having my uterus removed") and device allergy ("the device had caused diverticula in my colon due to allergy"). The patient was treated with non-drug therapy (total hysterectomy). Essure was removed. No causality assessment was received for essure with regard to pain, haemorrhage, myalgia, depression, arthralgia, hot flush, genital haemorrhage, diverticulum intestinal or device allergy. The reporter commented: I had the device inserted in 2012/2014. (B)(6). I always went to private consultations, until they told about removing the essure by removing my uterus when I was 44/45 years old. Sample/picture available: unknown. Patient reported I am one of those affected. I had the devices inserted in 2012/2014 and started to have terrible pain all over my body. I started having tests done and they observed that the device had caused diverticula in my colon due to allergy. I had very heavy bleeding, pain all over my body and muscles. I have always seen a private doctor and they finally considered removing the essures, leaving me without a uterus at the age of 44/45 years. And now I still feel lifeless and am taking tablets for my depression with joint pain. I am contacting you to see what steps I need to take for my corresponding compensation because this is not a life and I cannot live like this, with these hot flashes as a result of having my uterus removed. Discrepancy noted in essure insertion date : 2012/2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from nullified duplicate case (B)(4) was transferred to this case. Legacy device report number: 2951250-2024-00502. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.